Event description:
It was reported that the xpert stent was opened, and during unpacking, the stent was noted to be partially deployed. It was not used on the patient. A second xpert stent was delivered to the lesion in the posterior tibial artery. Advancement to the lesion was difficult, as the device was reported to be stiff and tight. However the device was able to reach the lesion and was implanted successfully. No adverse patient effects were reported. The final patient outcome was reported to be good. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of a premature deployment was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.